Manufacturer narrative:
After battery installation, the down keypad button did not respond to keypad presses. After swapping the boards into another case and then swapping a known good electrical board onto electrical board, the keypad anomaly persisted and seems to be isolated to electrical board. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, self-tests, sleep current measurement, active current measurement or verify pump error 43 alarm, prime/fills anomaly due to the keypad anomaly. Motor was tested outside the device, and it passed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 26 mmol/l and corrected with bolus. Customer stated insulin was squirting out during the fill tubing process. Customer states they are unable to exit the load reservoir process. The customer was assisted with troubleshooting. The customer tried to complete the rewind and pump error alarm came up. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will be returned for analysis.